Event description:
Due to inability to clear air-in-line alarm while infusing one of three vasopressors, the patient became hypotensive during period of troubleshooting the pump and required rescue med (calcium).